Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheterization on (B)(6), the catheter fracture in vitro occurred on (B)(6).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l per-q-cath catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break just distal of the molded joint. Tactile inspection of the sample revealed tensile weakness and material necking in the vicinity of the break. Microscopic inspection of the break site revealed a sharply defined granular fracture surface. The catheter exhibited material discoloration and curved shape memory in the vicinity of the break. The tensile weakness and fracture features were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter securement/maintenance contributed to the break. A lot history review (lhr) of rebs1551 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheterization on june 16, the catheter fracture in vitro occurred on june 19. No other information was provided.